Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
Correction: the "describe event or problem" field in the initial report erroneously omitted the reported time frame for these events; the time frame has now been added.

Event description:
It was reported to boston scientific corporation that following "ten to twenty" posterior pelvic floor repair procedures (dates of procedures unknown) using a pinnacle posterior pfr kit, the patients presented with mesh erosion (dates of events unknown). "Some have required bringing the patients back to the o.r. To excise the exposed mesh. Some have healed just fine without additional surgery using estrogen cream." It is unknown exactly how many patients required excision and how many patients healed with estrogen cream.

Event description:
The reported events occurred "over the last year" (exact dates of events unknown).